Event description:
It was reported that the insulin pump alarmed motor error during normal device use. The blood glucose reading was 139 mg/dl. No significant events leading to the alarm were observed. The customer stated that she did deliver a bolus and viewed the sensor glucose graph, which may have triggered the alarm. Advised replacement of the insulin pump. She also noted issues with her sensors predicting high glucose levels inaccurately. Nothing further reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.